Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited chronic noise. All other electrical measurements were normal. Noise could not be reproduced in clinic. The lead was reprogrammed and the patient would continued to be followed closely.